Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the electric pen drive device had an undetermined malfunction. During service and evaluation, it was observed that the electric pen drive device motor had seized, jammed, and was heavy moving. It was noted that the device did not function, and there was a presence of sediments in the motor. It was also noted that the device failed pre-repair diagnostic tests for direction of rotation, function with the test hand switch, and function with the foot pedal. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.